Manufacturer narrative:
(B)(4).

Event description:
It was reported oversensing noise was observed on a remote transmission. The lead was capped and replaced. The patient tolerated the procedure well and is recovering at this time.